Event description:
It was reported that while the anesthesia system was used for treatment, technical error codes were shown. There was no patent harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The investigation performed on-site found no fault with the anesthesia system. No parts needed to be replaced. The investigation found that the scavenging system at the hospital intermittently was not working, and the issue was related to the hospital gas supply. After rectifying that issue, the anesthesia system was working without any error. Our conclusion, based on the performed on-site investigation is that there was no fault with the anesthesia system.

Event description:
Manufacturer's reference #: (B)(4).